Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements were increasing when it comes to this right ventricular (rv) lead and device. Boston scientific technical services (ts) discussed testing all of the vectors and possible performing a synchronous shock. No adverse patient effects were reported. Additional information received noted that the vectors were tested and the coil to coil configuration as well as the could to device configuration showed out of range shock impedance measurements. A synchronous shock was discussed with the physician. No adverse patient effects were reported.